Event description:
Customer reported inability to see anything on pump screen, although pump was operational. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method insulin therapy.